Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified. Although, it can be presumed, that it was caused by generator issues. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being submitted although the suspect medical device is not marketed in the USA. However, a similar device is marketed. Model # wb91051w/ catalog # wb91051w; brand name: high frequency unit, esg-400; common device name: electrosurgical system generator; 510(k): k203682; product code: gei. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the device displayed error code e433 due to a defective high voltage power supply board and signs of third party disassembling of the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, after starting the high frequency unit "esg-400", the device displayed error code e433. The issue was found during preparation for use for a therapeutic, laparoscope procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.